Manufacturer narrative:
A steris service technician inspected the washer and found that the door proximity sensor required replacement. The door proximity sensor did not sense when the operators initiated a door open request. This caused the system to time out, alarm and return to the closed position before the operators could load the washer. The door proximity sensor was replaced and the washer was returned to service. No additional issues have been reported.

Event description:
The user facility reported that the chamber door on their reliance 444 washer goes up and then comes down abruptly. No injuries or procedural delays or cancellation were reported.